Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited an increase in thresholds and an out of range pacing impedance measurement one day post explant. Surgical intervention found the set screw had not been tightened. The setscrew was tightened and the issue was resolved. There were no additional adverse patient effects reported.